Manufacturer narrative:
Evaluation method: the device history sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity. The product was replaced or reworked and approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01244. The pt rec'd his scs system, including an ipg and percutaneous lead, on (B)(6) 2007. The pt had another percutaneous lead implanted on (B)(6) 2008. It was reported that the pt lost stimulation. Diagnostic tests exhibited invalid impedances on one of the leads, and the other lead exhibited low impedances on all lead contacts. The pt was allegedly reprogrammed using the lead with low impedance readings. The pt stated he had effective stimulation with only one lead, and no further complications have been reported.